Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. An internal corrective action has been issued for this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the co2 on the btt short port on the vaso view hemopro co2 was not getting through. A replacement device was used to complete the procedure. The hosp did not report any pt effects.